Event description:
It was reported that during a remote follow up, crosstalk oversensing was noted on the right ventricular (rv) lead suspected to be due to non-confirmed lead damage. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.